Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal suction tubing was adjusted to remove kinks that were causing the suction failure. No report of patient involvement. Unique device identifier (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the suction is not working on the anesthetic machine. There was no report of patient involvement.